Manufacturer narrative:
T: slim user guide states: t: slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).

Event description:
Received information alleging patient has experienced fluctuating bg's. As per reporter they are confident issue is not pump related but a settings issue.